Manufacturer narrative:
(B)(4) follow up for device evaluation. It was reported the medication would not push forward. To aid in the investigation, one sample with no packaging blister and two photos were provided for evaluation by our quality team. A visual inspection was performed. The plastic shield is not assembled to the needle, and the needle is bent about forty-five degrees. The sample was assembled to a syringe with saline solution; it was not possible to expel the solution. The photos show a needle with the plastic shield assembled to a syringe with about 0.2ml of a solution. No other information could be obtained from the photo. It could be possible for this defect to occur while passing the needle through the stopper vial clogging the needle with the stopper vial material. A device history record review was completed for provided material number 305106, lot 3209277. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. There are quality controls currently in place to detect this type of defect during the production process such as a vision system that inspects 100% of all products for clogged needles. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed.

Event description:
No additional information received.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Material #: 305106. Batch#: 3209277. It was reported by customer that on (B)(6) 2024, the reporter, who is the diagnostic services manager for hcp office, phoned regeneron medical information and reported the following event. Reporter called to report a "defective" eylea hd that occurred on (B)(6) 2024 because the hcp "cannot get the medication to push forward." Reporter explained that the medication was drawn up into the syringe but hcp was having issues with the plunger and it was "stuck." He believes this was at the step of trying to prime the needle prior to injection. Reporter confirmed another eylea hd was able to be prepared and used for the patient's dose and there is no adverse event associated with the request. Replacement was requested for one eylea hd. The affected vial has been discarded but the syringe and carton are available for return. On (B)(6) 2024, regeneron medical information received an email from the reporter containing a photograph of the affected product. See email attachment for more details. No additional information was available at the time of this report. 1. Could you provide a photograph that includes the lot number? Yes a. If yes, would you please send it to (B)(4). 2. Were non-supplied components used in preparing/administering the dose? No a. If yes, what was used? (Brand & item #) na . 3. Was the tamper evident seal present on the carton? Yes . 4. Was the tamper evident seal intact when the product carton was received? Yes . 5. Was the shipping container damaged? No a. If yes, what part of the shipping container was damaged? Na . 6. Was the product carton damaged? No a. If yes, what part of the carton was damaged? Na 7. When was the difficulty noted: while priming the injection needle . 8. Was the dose withdrawn into the syringe in advance and stored? No a. If yes, was a needle attached to the syringe? B. If yes, what temperature was the syringe stored at and how long was the syringe stored prior to administration? Na . 9. Was the blue safety cap present on the vial when the carton was received? Unknown 1. Could you provide a photograph that includes the lot number? Yes a. If yes, would you please send it to (B)(4). 2. Were non-supplied components used in preparing/administering the dose? No a. If yes, what was used? (Brand & item #) na . 3. Was the shipping container damaged? No a. If yes, what part of the shipping container was damaged? Na . 4. Was the product carton damaged? No a. If yes, what part of the carton was damaged? Na 5. Was the tamper evident seal present on the carton? Yes . 6. Was the tamper evident seal intact when the product carton was received? Yes. 7. When was the difficulty noted: after dose was withdrawn. 8. Was the blue safety cap present on the vial when the carton was received? Unknown . 9. Was the vial upright or inverted during the withdrawal? Unknown . 10. Was air injected into the vial prior to preparing the dose? Unknown. Verbatim: rcc received a complaint via email. On 17sep2024, the reporter, who is the diagnostic services manager for hcp office, phoned regeneron medical information and reported the following event. Reporter called to report a "defective" eylea hd that occurred on (B)(6) 2024 because the hcp "cannot get the medication to push forward." Reporter explained that the medication was drawn up into the syringe but hcp was having issues with the plunger and it was "stuck." He believes this was at the step of trying to prime the needle prior to injection. Reporter confirmed another eylea hd was able to be prepared and used for the patient's dose and there is no adverse event associated with the request. Replacement was requested for one eylea hd. The affected vial has been discarded but the syringe and carton are available for return. On 17sep2024, regeneron medical information received an email from the reporter containing a photograph of the affected product. See email attachment for more details. No additional information was available at the time of this report. 1. Could you provide a photograph that includes the lot number? Yes a. If yes, would you please send it to (B)(4). 2. Were non-supplied components used in preparing/administering the dose? No a. If yes, what was used? (Brand & item #) na . 3. Was the tamper evident seal present on the carton? Yes . 4. Was the tamper evident seal intact when the product carton was received? Yes . 5. Was the shipping container damaged? No a. If yes, what part of the shipping container was damaged? Na . 6. Was the product carton damaged? No a. If yes, what part of the carton was damaged? Na 7. When was the difficulty noted: while priming the injection needle . 8. Was the dose withdrawn into the syringe in advance and stored? No a. If yes, was a needle attached to the syringe? B. If yes, what temperature was the syringe stored at and how long was the syringe stored prior to administration? Na . 9. Was the blue safety cap present on the vial when the carton was received? Unknown. 1. Could you provide a photograph that includes the lot number? Yes a. If yes, would you please send it to (B)(4). 2. Were non-supplied components used in preparing/administering the dose? No a. If yes, what was used? (Brand & item #) na . 3. Was the shipping container damaged? No a. If yes, what part of the shipping container was damaged? Na . 4. Was the product carton damaged? No a. If yes, what part of the carton was damaged? Na 5. Was the tamper evident seal present on the carton? Yes . 6. Was the tamper evident seal intact when the product carton was received? Yes . 7. When was the difficulty noted: after dose was withdrawn 8. Was the blue safety cap present on the vial when the carton was received? Unknown . 9. Was the vial upright or inverted during the withdrawal? Unknown . 10. Was air injected into the vial prior to preparing the dose? Unknown. Ldp lot number: 8463800017. Syringe 1ml bd catalog: 305106/ 3209277.

Manufacturer narrative:
(B)(4) follow up: it was reported the medication would not push forward. As a sample was not returned, a thorough sample evaluation could not be performed. To aid in the investigation, two photos were provided for evaluation by our quality team. The photos show a needle with the plastic shield assembled to a syringe with about 0.2ml of a solution. No other information could be obtained from the photo. A device history record review was completed for provided material number 305106, lot 3209277. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. Based on the investigation and with the photo sample analysis the symptom reported by the customer could not be confirmed. Without the actual physical sample analysis, a probable root cause could not be offered.

Event description:
No additional information received.